Event description:
In 2004, the pt was seen at the center for evaluation. The patient reportedly experienced a decrease in performance. Testing performed revealed out of range electrode impedances for several electrodes. On the following month, the patient was seen by a company representative for device evaluation. Testing performed confirmed out of range electrode impedances. In the same month, the decision was made to explant the patient's c1 device.